Event description:
Clinical study. Same pt as 2134265-2009-03751. It was reported that following a coronary artery stenting procedure, restenosis occured. The lesion being treated was located in the distal circumflex (dist cx). The lesion was treated with a 2.5x12mm taxus express2 stent. At 1091 days after the procedure, restenosis was confirmed. There was a tubular 90% stenosis in the dist cx just after the om2 at the proximal margin of the stented segment. The lesion was irregularly contoured, concentric and without evidence of thrombus. There was timi 3 flow through the vessel. This lesion was the likely culprit for the pt's stress test. An intervention was performed. The pt was treated with balloon angioplasty and placement of a 2.5x12mm taxus liberte stent. The post treatment diameter stenosis was 0% with timi 3 flow. There was 0% tubular stenosis. The lesion was without evidence of thrombus. There was timi 3 flow.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.